Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5030416.

Event description:
It was reported that during an ipg replacement procedure (MFR report number: 3006630150-2020-03971), the physician noticed that one of the patients leads had migrated. The physician opted to revise the lead wherein it was repositioned back to its original placement. The leads were remained implanted in the patients body. The patient was doing well postoperatively.